Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing of noise was observed on the right ventricular (rv) lead. Lead damage was suspected but could not be confirmed visually. The right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.